Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2,500 ohms. Technical services (ts) recommended bringing the patient in clinic for device interrogation and rv lead evaluation. Additional information received indicated that the patient was seen in clinic for device interrogation and lead evaluation, and all measurements were satisfactory. The patient would continue to be monitored remotely. This pacemaker and rv lead remain in service. No adverse patient effects were reported.